Manufacturer narrative:
Patient age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported stent damage occurred. A stenting treatment procedure was being performed in the 90% stenosed, moderately tortuous severely calcified, right superficial femoral artery (sfa). Access was obtained via the left common iliac artery (cia). The physician pre dilated the lesion then advanced a 7 x 180 x 130 innova stent to the lesion. During deployment the physician pulled the device itself as a whole and the stent edge came in contact with the common femoral artery and was stretched in the sfa. Post dilatation was performed with a 6mm balloon catheter. No patient complications were reported and the patient was stable.